Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; limb graft occlusion following endovascular aortic repair: incidence, causes, treatment and prevention in a study cohort guoquan wang, shuiting zhai, tianxiao li, xuan li, danghui lu, bo wang, dongbin zhang, shuaitao shi, zhidong zhang, kai liang, kewei zhang, xiaoyang fu, kun li and weixiao li. Doi: 10.3892/etm.2017. Brand name: unknown. PMA/510k # estimated only (brand name of the stent graft is unknown). If information is provided in the future, a supplemental report will be issued.

Event description:
An unknown medtronic bifurcated stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 3 months post the index procedure during examination it was noted the pulse of the right femoral and popliteal arteries were weak. A right limb occlusion of the stent graft was confirmed. Treatment with routine antiplatelet medication was continued to treat the event. The cause of the event was deemed anatomy related. No additional clinical sequelae were reported and the patient is fine.